Event description:
It was reported by the customer that a pyxis medstation es system consistently freezes whenever a nurse attempts to dispense medication. The customer reported that the user was able to successfully retrieve the medication from a different station without experiencing any significant delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to application failure. A technical support specialist adjusted the network speed and duplex settings from auto negotiation to 100 mbps half-duplex and disabled power-saving features on the usb ports within the device manager. The system functioned as intended after the technical support specialist troubleshooted the device.